Event description:
Info received indicates the right siderail will not lock.

Manufacturer narrative:
The technician found the siderail latch was bent. He replaced the siderail latch to repair the bed.